Manufacturer narrative:
The customer reported event of I'vtm thermogard displayed mid:09 (air trap assembly) error message' was confirmed during functional test. The most probable root cause was due to a damage sensor block. The investigation was performed on site by the hosptial's biomed, during functional testing of the ivtm thermogard, biomed cleaned out the airtrap sensor block and reassembled the ivtm thermogard. Following service, the ivtm thermogard is working as intended. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for ivtm thermogard system with serial number (B)(4).

Event description:
It was reported that ivtm thermogard displayed mid:09 (air trap assembly) error message. No additional information is avalaible. No patient consequences were reported.